Event description:
During a laparoscopic hysterectomy, the patient received an electrical shock. The handpiece and scissors tip were withdrawn from the patient. The heat shrink tubing of the scissors tip was damaged. The instruments were replaced and this lengthened the surgery time.

Manufacturer narrative:
Limited patient information was provided, therefore, section a is partially blank. No patient post-operative informations was provided. The product in question was not returned, therefore, no investigation could be conducted.